Event description:
It was reported that while conducting a calibration test, the epg (external pulse generator) had different values than the set values. The epg will not be returned for service. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)